Event description:
A (B)(4) customer received a blood glucose reading of 80mg/dl on the contour next xt meter, re-tested on a different meter and the reading was 40-50mg/dl. The customer was symptomatic for hypoglycemia. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant the customer has no test strips to return. Only the meter information was provided. A new meter was sent to the customer.

Manufacturer narrative:
In some countries outside the us, customer information is not provided due to privacy laws.